Manufacturer narrative:
Plant investigation: the sample was not available for evaluation. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation revealed there were no non-conformities during the manufacturing process. A photo was provided showing a blood leak coming from the arterial temperature port of the oxygenator. However, a definitive cause for the leak could not be determined. Investigation of similar complaints revealed small cracks in the oxygenator housing (temperature port). All oxygenators are tested for leaks during in-process controls. It is possible that cracks may occur in the temperature port during transport or handling. Clinical investigation: a temporal relationship exists between ECMO support utilizing the xlung 230 kit and the event of a blood leak, leading to minor blood loss. It is well established blood loss during ECMO support is an anticipated and unavoidable complication and can be quickly remedied by blood infusion. In the absence of the required information, the root cause of the leak leading to this patient¿s minor blood loss cannot be determined. The source of the patient¿s blood loss more than likely can be attributed to either an unsecured temperature probe into the arterial temperature port or a break to the luer lock connection after ECMO support was initiated. This is further evidenced by the absence of a leak during priming or the 14 hours of ECMO support that preceded this event. A photo provided by the user facility supports the report of a leak from the arterial temperature port; however, due to the angle of the provided picture, the threads of the luer lock cannot be seen to determine a loose connection or breakage. Therefore, the xlung 230 kit cannot be excluded as a root cause or contributor to this patient¿s adverse event.

Event description:
Additional information was received indicating the patient required a blood transfusion following the event. It was presumed by the reporting facility that a blood leak originated between the arterial temperature probe and arterial temperature probe port. However, there were no visible defects seen at the leak location. It was also confirmed there was no leakage during priming. There were no novalung console alarms associated with the reported event. The patient was able to continue and complete ECMO therapy after the xlung kit was changed.

Event description:
Additional information was received indicating the patient required a blood transfusion following the event. It was presumed by the reporting facility that a blood leak originated between the arterial temperature probe and arterial temperature probe port. However, there were no visible defects seen at the leak location. It was also confirmed there was no leakage during priming. There were no novalung console alarms associated with the reported event. The patient was able to continue and complete ECMO therapy after the xlung kit was changed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that blood leaked from the oxygenator of an xlung kit approximately fourteen hours after the start of extracorporeal membrane oxygenation (ECMO) therapy. Some blood in the circuit was able to be returned to the patient. The patient¿s estimated blood loss was 320 ml. The sample was not available to be returned for evaluation.